Event description:
It was reported to nova biomedical that a consumer received a result of 405 mg/dl on their blood glucose meter. The consumer administered an unknown amount of insulin. Consumer reports that he woke up around 1:00am and tested himself again getting a 279 mg/dl. The consumer did not believe that reading to be an accurate reading. He then tested himself on another nova biomedical meter getting a result of 69 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips and transfers test strips from vial to vial which may contribute to a loss of integrity of his test strips. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.